Manufacturer narrative:
Was marked as additional intervention, however there was no additional intervention required. Results: placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage 1 dlk (diffuse lamellar keratitis) and inflamed corneas at the one day post op exam. The patient was treated with pred forte. The patient's visual acuity is 20/15 and the clinic indicated that they expect a full recovery.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.